Event description:
This complaint is reportable based on the analysis completed on november 24, 2011. It was reported that during a stenting treatment procedure, the stent delivery system (sds) would not cross the lesion. Access was obtained via the radial artery. The eccentric, de novo, 20-24mm in length and 3mm in diameter, 80 to 90% stenosed target lesion being treated was located in the non-calcified and moderately tortuous distal unprotected left main artery extending to the proximal left circumflex (lcx) artery. Pre-dilation with a 2.25mm, a 2.75mm, and a 3 mm balloon catheters was performed leaving 20% residual stenosis. A 3.00x32mm promus element sds was advanced and was unable to cross the lesion. The promus element sds was removed. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination identified distal stent damage. The struts on row 1 from the distal edge were raised. A visual and microscopic examination found that the tip was slightly flared. A visual and microscopic examination also identified kinks along the entire length of the hypotube. No issues were noted with the crimped stent and the balloon section of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present on the stent, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).